Manufacturer narrative:
This supplemental report was submitted to provide additional information from the as part of the investigation, olympus followed up with the user facility to obtain additional information regarding the reported event but with no results. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The reported error e433 is triggered by the safety system of the esg-400 and results in a restart of the generator. If the cause of the error remains, there may be an unlimited number of periodic restarts. Possible causes are: the user activates the foot switch while the generator is booting (temporary error caused by user action). Faulty foot switch (temporary error). Faulty foot switch (temporary error, faulty reed contact). Defective cable connection between hvps board and generator board (temporary or permanent error). Defective hvps board (permanent error). Defective generator board (permanent error). Defective motherboard (adc, permanent error). This is a known issue as a deeper investigation of generator boards with error e433 found a destroyed transformer tr1 to be the cause. An improved generator board was introduced into production in mid-july 2020. Error e199 refers to a faulty voltage measurement within the contact quality monitor (cqm) on the relay board. It is very likely that the corresponding measuring device is defective. The relay board must therefore be replaced. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: the customer is required to check the function of all devices used prior to a procedure. Additionally, a suitable replacement device must be readily available during an application. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The referenced unit was returned to the service center for evaluation of the reported "upon start up, the unit showed error e199 and later e433". A visual inspection was performed on the as is condition of the unit; observed the customer also sent in their foot switch. There were no signs of physical damage on the foot switch as well as the wb91051w. A functional test verified the unit was able to provide power as the front panel led's illuminated. However, upon start up an error message appeared and displayed error 199. The unit continuously produced that error code and no further functional tests could be performed. Error 433 could not be confirmed as error 199 continuously displayed. A faulty relay board was detected. The unit is pending repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
Prior to a transurethral resection in saline procedure, the high frequency generator unit showed error e199 and later e433 and the surgery could not start. The intended procedure was completed with a similar device. No other equipment was replaced. No death, injury or infection was reported.